Event description:
The manufacturer received information alleging a ventilator was alarming and stop delivering pressure. The patient's carbon dioxide level increased and was hospitalized. The patient needed to be placed on a back up ventilator. The manufacturer's investigation is ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming and stop delivering pressure. The patient's carbon dioxide level increased and was hospitalized. The patient needed to be placed on a back up ventilator. The manufacturer's investigation is ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.